Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The archive from the reported issue was sent in for review. Upon receipt, the reported issue could not be replicated. The software e valuation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed an error message stating "selected exams exceed available system resources. Please unload exams before proceeding." It was noted therewere no other exams in the application software, or other exams located in the administrative folder. The application software was uninstalled and re-installed without resolution. An exam that was loaded on for a later procedure could be used. There was no patient present when this issue was identified. No additional information was provided.